Manufacturer narrative:
This report is for an unknown ao lag screw. Unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: teoh, l.c., yeo, s.j., and singh, I. (1994), interphalangeal joint arthrodesis with oblique placement of an ao lag screw, journal of hand surgery, vol. 19b, pages 208-211 (singapore). The purpose of this study is to set the joint in the most functional angle, to achieve sound bony union in the shortest possible time and to maintain the maximum proximal and distal joint motion. Between 1990 and 1993, a total of 22 patients (7 female and 15 male) with a mean average age of 35.4 (range 19-64) years were included in the study. As 22 of the 23 joints achieved union at an average time of 8.2 weeks (range 5-12 weeks), the overall success rate was 96%. There was one case of delayed union. This patient had a re-plantation of the distal phalanx of his middle finger. Because of insufficient bony contact, union was achieved only after a period of 9 months. The mean average follow-up period was 10.2 months (range 2-21 months). The following complications were reported as follows: 1 patient had delayed union. In two cases, the a0 screw was slightly bent during insertion, but fixation was stable enough for fusion to occur. This report is for an unk ao lag screw. This report is 1 of 3 for (B)(4).